Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately calcified and moderately tortuous right common iliac artery to external iliac artery. After a non bsc guide wire was crossed the lesion, a 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilatation and the device was initially inflated at 6 atmospheres. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).